Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the air/water nozzle was flushed with air and water. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ ¦inspection of the endoscope 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¦inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ ¦inspection of the endoscope 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. ¦inspection of the bending mechanisms inspection of the up/down angulation mechanism 1 move the up/down angulation lock all the way in the opposite direction of the ¿f¿ mark. 2 turn the up/down angulation control knob in the ¿u¿ or the ¿d¿ direction until it stops. 3 confirm that the angle of the bending section is stabilized when the up/down angulation control knob is released. 4 move the up/down angulation lock all the way in the direction of the ¿f¿ mark. 5 hold near the insertion section 20 cm mark with your one hand, and run the hand to the distal end. 6 confirm that the bending section can be returned in the direction of the arrow in figure 3.18. Inspection of the right/left angulation mechanism 1 turn the right/left angulation lock all the way in the opposite direction of the ¿f¿ mark. 2 then turn the right/left angulation control knob in the ¿r¿ or the ¿l¿ direction until it stops. 3 confirm that the angle of the bending section is stabilized when the right/left angulation control knob is released. 4 move the right/left angulation lock all the way in the direction of the ¿f¿ mark. 5 hold near the insertion section 20 cm mark with your one hand, and run the hand to the distal end. 6 confirm that the bending section can be returned in the direction of the arrow in figure 3.23. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tip of gastrointestinal videoscope was found clogged. The event occurred during preparation for use for an unknown diagnostic procedure. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found following non-reportable findings: due to wear of angle wire, bending angle in up direction and the play of u/d knob did not meet the standard value; due to clogging of nozzle, volume of air and water supply and water removal ability did not meet the standard value. Scratches were found on bending section cover, control unit, grip, universal cord, suction connector, switch box, right/left knob and up/down knob. The adhesive on bending section cover had a chip and there was a crack on light guide lens. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The air/water nozzle was flushed with air and water. There were abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: whether the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the endoscope was immersed in the detergent solution, or whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.